Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was implanted with the valve due to hydrocephalus on (B)(6) 2016, and has been hospitalized in a rehabilitation hospital after the operation. In (B)(6) 2018, the patient had begun to have symptoms of aphasia. After a CT examination, the doctor indicated that their ventricles were enlarged. At present, the patient still had symptoms of aphasia and was still hospitalized at the rehabilitation hospital. It was requested to have the pressure setting of the device adjusted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient was in good condition after the pressure setting was adjusted. The doctor reportedly thought the patient¿s post-operative discomfort was not related to the product.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the pressure was adjusted on (B)(6) 2018. The doctor was unable to determine the cause of the enlarged ventricle and aphasia. The shunt was unobstructed. The doctor also needed to observe the patient's condition to determine whether or not the problem was solved. It was noted the patient was in a rehabilitation hospital to do rehabilitation exercises. The patient was now sane and aphasic.